Event description:
During an orthoscopic procedure when the light from a fiber optic cable was used to illuminate the surgical site, it was noticed that small metal fragments were separating from the stryker shaver. Use of this aggressive plus shaver was halted and the process of removing all visible shavings from the site was started. After all fragments that could be seen were removed a new 4.0mm aggressive plus shaver was opened and used to finish the case. There were no further complications during the procedure. There has not been any follow-up care on this patient attributed to this event.